Event description:
A small laceration in the right common iliac artery and mesentery of the bowel were noted and repaired.

Manufacturer narrative:
12/30/1998- supplemental report sent to FDA. When the event was initially reported to the company the surgeon stated he was not sure whether the trocar or the verres needle caused the reported laceration. However, we received a user facility medwatch voluntary form indicating the trocar as the "suspect medical device". As such, we have amended the information on this form to reflect the information reported by the user facility.